Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the procedure was being performed in the operating room. The physician inserted the dialysis catheter. During tunneling, the catheter and tunneler connection was broken and the physician was unable to restore the connection. At this time, the catheter was inside the tunnel tract. The physician opened another catheter to retrieve a new tunneler to attempt to pull the catheter through the tract. Add'l info received on (B)(6) 2011 from the sales rep stated, the catheter was being placed in the pt's internal jugular vein. It is unk if there was a delay in treatment. There was no pt death and no pt complications reported. The catheter was successfully placed using the third kit. Reference MDR # 1036844-2011-00055 for the second event involving the same pt.